Manufacturer narrative:
The device was manufactured april 18, 2017 ¿ april 19, 2017. The device was received for evaluation with a tiny amount of residual fluid inside the housing. The device tubing and distal luer were not returned. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. After fill and the next day, no signs of a leak were observed from the device. A photograph of the device was also provided. Visual inspection of the photograph revealed fluid inside the device housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The reporter stated that upon disconnection of the pump from the patient after infusion, a small amount of fluid was noted in the bottom of the housing. The device had been filled with piperacillin/tazobactam in sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.